Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side "a lot of pain, cpasular contracture baker grade unknown, but it was very stiff, fibrous and cobbled, making it difficult for the scalpel to enter". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "a lot of pain, contracture (was unable to indicate the degree), but it was very stiff, fibrous and cobbled, making it difficult for the scalpel to enter". Healthcare professional later confirmed "breast pain, hardened and capsular contracture, baker grade IV". Patient also reported "radial folds and small amount of fluid surrounding the implant" diagnosed vis MRI. This record is for the right side. Device has been explanted and replaced by a non-abbvie device.